Event description:
Caller reported a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer was provided with complete pump reset information and planned to reset the pump at a convenient time, with a follow-up if the issue persisted.